Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During a procedure, the table movement was only possible in transversal direction. The user was informed of this problem by the error message "collision bypassed, move carefully". The x-ray and the movement of the c-arm were not affected, so that the procedure could be finished or stopped in a controlled manner if required. In this case, the procedure was continued with an alternative system. To resolve the problem the motor controller module (mcm) was exchanged as part of a service activity. The investigation showed no fault with the motor controller. However, after exchange of the mcm the system recovered. According to expert opinion, there was most likely a fault on the system side, such as a temporarily failed system controller or a disturbance at one or more of the system's can busses which lead to the faulty behavior of the motor controller. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. No table movement was available during an interventional procedure. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in the (B)(6).